Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was performed and completed on the cycler with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported receiving an m31 air detected in cassette while training a peritoneal dialysis (pd) patient on the cycler during a fill. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is new to pd therapy and that treatment was cancelled. Per pdrn the patient was given prophylactic vancomicyn and ceftazidime (dosage, route and duration unknown). The patient did not develop any symptoms, adverse events, or injuries as a result of the reported event. The patient is continuing training on the cycler without further issues. Per pdrn a new cycler has been received and its working fine without any issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.